Manufacturer narrative:
Follow up with tandem technical support on 1/25/2016, the customer had reloaded the cartridge and received an accurate fill estimate.the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. There was no impact to the customer's blood glucose level.